Event description:
It was reported that the device did not vibrate during testing. Both the patient and clinician did not feel the notifier. The battery was 3.1v and the patient was in sinus rhythm. Technical services explained a hardware component anomaly. The patient will be monitored. The device remains implanted.

Event description:
The sales rep reports that during a left colectomy procedure, the staple line opened up. The anastomosis leaked. The staples did not form properly. The surgeon resected the anastomosis and hand sewed to complete the procedure. One hour was added to the procedure. No patient impact reported. These are all the details presently known. Both devices will be returned for analysis. It is unknown which device had malformed staples.

Manufacturer narrative:
(B) (4). (B) (4). The analysis results found that the tlc75 device was received in good visual condition and with six cartridge reloads present. Cartridge b was received unfired. Cartridge c - g were returned fully fired and with the swing tab in the locked position. The device was tested for functionality with the returned reload b and it fired, cut and formed all the staples as intended. The device fired without any difficulties, staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies related to the event description were found during the manufacturing process.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.